Event description:
It was reported to resmed (B)(4) that an astral device displayed system fault messages. This resulted in an alarm notifying the user or caregiver of the error messages. There was no pt harm or injury reported as a result of this incident.